Event description:
It was reported that after targets were adjusted during a clinician call, the user experienced four hypoglycemic episodes and requested urgent follow-up, expressing concern about continued use of the pump. Symptoms included low blood glucose. Outcomes included the need for urgent treatment guidance and oral glucose administration. Troubleshooting and education were completed, including coaching for low-glucose response and use of oral glucose. Investigation included a review for urgent low-glucose alerts and assessment of user-reported events. Investigation of this case revealed no confirmed device malfunction and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.